Manufacturer narrative:
The down arrow button responded intermittently due to a flattened button dome switch. No unlocked lcd keypad connector was noted. The pump passed the rewind, idle current, run current, self test, off no power, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to an erased history file. Unable to perform the unexpected restart, occlusion, or excessive no delivery tests due to the motor error alarms. Unable to verify the motion sensor test failure alarm due to the motor error alarm. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure, motor position encoder error, and the down arrow button was not working. The customer was unable to use the insulin pump because he was receiving multiple alarms that were resetting it. Customer's blood glucose level was 120 mg/dl. The settings on the insulin pump kept erasing and it kept counting up. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.